Manufacturer narrative:
(B)(4).

Event description:
Wound dehiscence, tears in small bowel. Information was received from a physician on 22-feb-2004 and 04-mar-2004 regarding a (B)(6) male patient (initials: (B)(6)) who underwent repair of a recurrent incisional hernia with sepramesh. A long midline incision was made through the patient's previous incisions. A mild amount of omental adhesions to the overlying wound were lysed with sharp dissection back to the level of identifiable solid fascia. A rectangular piece of 4"x8" rectangular sheet of sepramesh was placed and sutured to the fascia on all sides using multiple interrupted simple sutures of #0 prolene. Following the repair, the wound was irrigated and hemostasis was checked. #10 jackson-pratt drain was placed subcutaneously, over the mesh. The subcutaneous tissue was sutured over the mesh using interrupted simple sutures of #2-0 vicryl. The skin was closed with staples. The patient lost approximately 50 cc of blood. Two days after surgery, the patient noted some abdominal distention and insertion of a nasogastric tube was attempted. After "some bucking", it was noted that the patient's wound had dehisced. The patient was taken to the operating room for repair. During surgery, "two holes in the small bowel" were noted to have developed, thought to be from the prolene sutures tearing across the top of the bowel. Inspection of the sepramesh placed during the previous surgery revealed that the "majority of the prolene sutures had stayed within the tissue but had torn through the lateral walls of the mesh." The larger of the enterotomy defects, which represented approximately 25% of the circumference of the bowel, was repaired in two layers- the first with a running connell stitch of #3-0 vicryl and the second with interrupted lembert sutures of #3-0 silk. The small bowel was run in its entirety with no evidence of additional holes found. The small bowel and omentum were then returned to the abdomen and closure of the abdominal wall defect was started. Large flaps were raised all the way around to allow the abdominal wall tissue to approximate itself. A 6"x12" vicryl mesh was sewn to the peritoneum using #0 prolene sutures. The overlying abdominal wall was closed with #0 prolene, following by #2-0 vicryl on the upper edge. The underlying subcutaneous tissue in the area of the flap was then irrigated and hemostasis was checked. A 12"x12" sheet of prolene mesh was then cut in an oval shape to approximately fill the entire space and was sewn into place with #0 prolene. The cavity was again irrigated. Two #15 french round jackson-pratt drains were placed up along the two of the cavity. The subcutaneous tissue was closed with #2-0 vicryl and the skin was then closed with staples. The relationship between the wound dehiscence and sepramesh was reported as possible by the reporter. The relationship between the holes in the small bowel and sepramesh was not provided.